Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy and myomectomy procedure, the dense tis shaver plus experienced a failure of the window lock feature after inserting the blade into the back of the scope when in the uterus. This issue led to unanticipated tissue loss. The blade did not come pre-window locked, and attempts to lock it with the foot pedal were unsuccessful as it would fall out of window lock during resection. There was no issue with handpiece. To resolve the issue and complete the procedure, suction was manually turned on and off to ensure it was only active during resection. The surgeon continued to use the dense tissue shaver (dtsp), although they had to manually turn on and off the suction to maintain distention a visualization. No additional operation was planned to correct the issue.

Manufacturer narrative:
D10 concomitant products: 72203012, dense tis shaver plus 72203012 truclear (lot#:unknown), 7209807, 7209807 truclear handpiece (serial#:unknown), 7209808, 7209808 truclear control unit (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy and myomectomy procedure, the dense tis shaver plus experienced a failure of the window lock feature after inserting the blade into the back of the scope when in the uterus. This issue led to unanticipated tissue loss. The blade did not come pre-window locked, and attempts to lock it with the foot pedal were unsuccessful as it would fall out of window lock during resection. There was no issue with handpiece. To resolve the issue and complete the procedure, suction was manually turned on and off to ensure it was only active during resection. No additional operation was planned to correct the issue.